Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of an open wire that was creating an unstable dc voltage output. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that when the patient's controller ac adapter was connected to the controller, after one minute the controller would switch to the battery and a few minutes later back to the controller ac adapter. This occurred continuously. The devices were exchanged with no reported consequence or impact to the patient. No further information was provided.